Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event, the procedure was continued after transferring the patient to another room. The philips remote service engineer (rse) contacted the customer and confirmed that system geometry movements were partly available. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that when preparing for a procedure, the user found c arm and table could not move, restart did not solve the issue. The philips field service engineer (fse) went onsite and checked logs file, found spc10 error code, which indicated issue with control rack cv. To resolve the issue, fse replaced control rack. The defective part was sent for analysis, for control rack no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.